Event description:
Visiting nurse who was caring for an elderly pt, stuck themself while removing/reshielding the pen needle. Nurse reported their injury to the agency and did seek medical attention. This report was made by the pt's family member.